Manufacturer narrative:
Device evaluation : one device was returned for investigation without original packaging. Visual inspection showed no damage. Functional testing was done where the device inflated with gentle manipulation and stayed inflated. No device problem found. No lot number was provided, no device history review able to be done.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date not available.

Event description:
It was reported the customer opened a new 3.0 cuffed trach for a routine trach change. Trach cuff would not inflate for inspection prior to usage. Tried both sterile water and air. No patient injury was reported. Additional information received on (B)(6) 2022 via email and attached to complaint object: unknown lot number.